Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: 8343767. Common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: 8343767.

Event description:
Related manufacturer report number 1627487-2023-03570. It was reported the patient experienced ineffective therapy and pain at the ipg site. Diagnostics indicated that the leads had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention is pending to address the issue.